Manufacturer narrative:
(B)(4). The device was returned with the clamp arm detached from the clamp arm interface but returned. The inner and out tube were deformed. There was likely excessive force applied at the interface to result in the clamp arm detaching. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Event description:
It was reported that during a coronary artery bypass graft, the clamp arm was detached and fell into the patient. The fallen clamp arm was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.